Event description:
Kimberly-clark received a report stating, "on (B)(6) 2011 the tip broke off the closed suction catheter in the lung. Catheter fragment worked its way out 4-5 days later. They were using an in line care fusion connector flex tube that may have stressed the catheter. This procedure has now been discontinued. Patient had multiple health issues and has since expired not due to this incident." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. Device was received today. Evaluation is pending. If any additional relevant information is identified once the sample is evaluated, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.